Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a downstream occlusion alarm. The fault occurred during testing, there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: 3/28/2024. One device was received for evaluation. Visual inspection found no observable damage. The event history log was unable to be reviewed due to the dso fail message on the screen. Functional testing was able to duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.